Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention including dates. If reoperation: please provide the date. What were the findings on reoperation? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications please clarify the hospitalization dates for the patient. Please clarify was there one or two interventions on (B)(6) 2013? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent prolapse procedure on (B)(6) 2012 and mesh was implanted. The patient was hospitalized from (B)(6) to (B)(6) and then to another healthcare facility until (B)(6) 2013. The patient convalescence was difficult with significant pelvic pain. In (B)(6) 2013, bleeding appeared when walking or during car rides, with more and more violent pain. The current status of the patient is reported to be vaginal erosions, anterior endovaginal adhesion, genital imitation spine, dyspareunia of intromission, vesical instability, anal incontinence, achievement of the cluneal nerve, bleeding and pain. The patient is treated by local medical treatment antiseptic and estrogenic but there is no improvement. Another intervention on (B)(6) 2013 for partial resection of the plaque and cure of cystocele and rectocele associated with a richter, but the patient has always pelvic pain. The patient is on retirement for disability. Additional information has been requested.